Manufacturer narrative:
In previous report, in box e reporter country has been missed to capture, and it has been captured in this report.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found scratched screen and pca burned. The third-party service center concludes that they couldn't confirm the customer's complaint.